Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) - tnt hs. The sample initially resulted as 298 ng/l and this result was sent to the clinician. The clinician did not believe the result, so he contacted the laboratory and asked them to repeat the sample and to collect a new sample from the patient. The sample was centrifuged and repeated two times. Each repeat resulted as 16 ng/l. A new sample was collected from the patient and tested. The new sample resulted as 16 ng/l. The patient was not adversely affected. The tnt hs reagent lot number was 187548. The reagent expiration date was asked for, but not provided.